Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful retrieval of a 4-year-old micra transcatheter pacemaker system in a patient with leadless biventricular pacing therapy. Journal of the american college of cardiology. 2020. 2:2249¿52. Doi: doi.org/10.1016/j.jaccas.2020.09.019. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generator (ipg) extraction. The article reports a patient whose leadless ipg was explanted and replaced after four years. High pacing thresholds were suspected. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.